Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. CAPA 400567.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip has been leaking. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). PMA/510(k)#: k151766, k980987. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip has been leaking. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.